Manufacturer narrative:
A portion of the spill was cleaned up by the customer and the service representative removed the remainder. Field service engineer evaluated the analyzer and replaced the stripper plate spring. Root cause is unknown but may be attributed to the stripper plate spring that was replaced by service. A review for similar events was conducted. There have been (B)(4) similar events from 2005 - 2010. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01123.

Event description:
Customer reported a potential biohazard exposure when the sample tubes were punched through the bottom of the cassette on the coulter lh 750 hematology analyzer. This malfunction caused the caps of tubes containing blood to be removed. Approximately 7 ml of blood was spilled onto the rockerbed of the analyzer. The operator was wearing appropriate personal protective equipment of lab coat and gloves at the time of the event. There was no exposure to open wounds or mucous membranes and no medical attention was necessary. No reports of death or serious injury, and no affect to operator safety as a result of this event. This event represents event 1 of 2 events reported by this customer.